Event description:
It was reported that the right atrial (ra) lead exhibited noise that was consistent with conductor failure. It was noted during explant the lead was damaged which was likely due to the extraction of the previous right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.